Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported on intermittent occasions, the customer needed to press the wake button multiple times before the screen turned on. The customer's blood glucose (bg) level was 278 mg/dl. Reportedly, the suspected cause of the bg level was due to the quick bolus not being delivered because of the wake button issue. Reportedly, the customer continued using the pump for insulin therapy.